Manufacturer narrative:
Manufacturer's investigation conclusion: the reported onset of cosmetic damage to the outer jacket of the driveline could not be conclusively determined as no photos from the time of the reported event are available for review. The onset date was unable to be confirmed; however, (B)(6) was reported to have been operating as intended.. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use and patient handbook are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a rescue tape was applied to the driveline due to a damage. Additional information was received that the onset date of the driveline damage was not confirmed as the repairs of the damaged had not been reported by the customer before. The damages were reported to be superficial small cuts and tears to the external part of the driveline without presence of any active driveline related alarms and with normal pump parameters at the time of repairs.